Manufacturer narrative:
(B)(4). Brief description of complaint: during the case, the wire broke on the device tip, however, the wire remained attached to the device tip. Analysis conclusion: complaint confirmed: the adenoid tip electrode wire is fractured, however, remains attached to the plastic housing and the electrode wire has minimal support from the housing with deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the wire fractured on the plasmablade device tip. The wire remained attached to the device. There was no patient impact.